Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to urinary incontinence. All components were removed and replaced with a new aus system. There were no patient complications.